Manufacturer narrative:
Analysis indicated that the device went into backup mode resulting from power on reset (por). Battery assessment indicated device battery voltage is still at beginning of life (bol). After reloading the product code, electrical and mechanical tests indicated the device exhibited normal functionality. Device was monitored under the load for almost a week and bvvi reset could not be reproduced. There were no anomalies found that would have contributed to the backup operation seen in the field. No conclusion code available.

Event description:
Following the initial implant, upon interrogation the device was found to be in backup vvi mode. The device was explanted and replaced and the patient was stable with no consequences.